Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. It was noticed during introduction into the left anterior descending arty (lad) that the shaft of the 2.50x12mm taxus liberte drug eluting stent (des) was broken. The device did not enter the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 62.3cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. Device analysis did not receive the guide catheter for investigation and therefore, could not examine it for any damage or issues that could have potentially caused a restriction to occur, and subsequently result in the hypotube to break. A review of the manufacturing records found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.